Event description:
The recipient is reportedly experiencing sound quality issues. Programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone slices on the top cover and along the lead, and the electrode was severed near the electrode ground ring and near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken wire near the fantail. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The internal visual inspection revealed analog chip damage. This was induced during the residual gas analysis. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.